Event description:
It was reported by the patient's family that at the time of the patient's death the patient's "heart was beating over 227 beats a minute and the device didn't go off." Several attempts were made to find additional information about patient's death and no further information has been made available. The device system has not been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All possible reasonable contacts have been contacted and no further information has been made available. Any further information made available will be sent on a supplemental report.